Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Concomitant medical products and therapy dates- olympus single-use cannula swing tip 195cm (product code: pr-233q). PMA/510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the distal end had broken off. The length of the actual sample was measured and confirmed to be 4483mm. Compared to a factory-retained sample of the involved product code, of which total length was 4500mm, the distal section of approximately 17mm in length had been missing from the actual sample. Magnifying inspection of the fracture section revealed that the urethane coating seemed to have been torn-off; the core wire was exposed. The outer diameter of the actual sample was measured on the undamaged section and confirmed to meet manufacturer specification. The urethane coating was dissolved to evaluate the fracture end of the core wire. The fracture end was straight, and radial pattern was observed on the fracture surface. The outer diameter of the core wire was measured on the undamaged segment and confirmed to be comparable to that of the factory-retained sample. Reproductive testing was performed. A product sample in a bent state was subjected to consecutive one-way torque force until it became fractured. Subsequent electron microscopic inspection revealed the fracture end was straight and the generation of a radial pattern on the fracture surface. The state was found to be similar to that on the actual sample. A product sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection revealed that the fracture end was straight, and dimples had been generated on the fracture surface. The state was found to be different from that on the actual sample. A product sample hold in a loop shape was subjected to pulling force until it became fractured. Subsequent electron microscopic inspection revealed the fracture end had been curved. The fracture surface was in a rough state. The state was found to be different from that on the actual sample. A product sample was subjected to one-way pulling force until it became fractured. Subsequent electron microscopic inspection revealed the fracture end had been deformed in a tapered shape. The state was found to be different from that on the actual sample. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample held in a curved shape was exposed to torque force, and then core wire broke off at that curved section due to metal fatigue. The urethane coating was likely to have got torn off due to having been exposed to subsequent external force. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. It was an ercp case for a patient who experienced right lobe resection. Considering potential stenosis in the hepatic portal, the procedure was performed using the actual sample along with a disposable cannula and cine imaging device. Approach was difficult due to tight stenosis and they continued seeking. The lesion was not calcified. They noticed that the distal section had broken off, however, they had not felt any sign that the guide wire would break off. They attempted to retrieve the fractured piece under cine image; however, the imaging device got overheated and they had no option except to suspend the attempt and finished the procedure with the fractured piece left in the patient. The fractured piece was not retrieved; it was left been left in the patient. The patient's condition was stable. The procedure was completed successfully. Another operation was planned for another disease, so the fractured piece may be collected at some timing.